Event description:
Reported as blood glucose increased, concerns a pt who was using a novopen 3 (insulin delivery device). The pt stated that the novopen 3 is not delivering the correct amount of insulin (actrapid) and that they have experienced high blood glucose reading up to 18. The pt experienced sometimes that they after injecting their morning dose of 6 iu, with a blood glucose value in the morning of 5.6, the blood glucose value raised up to 18 or more at lunch-time. The pt stated that they injected extra insulin with a syringe to bring their blood glucose down. Use of that particular novopen 3 was been discontinued the pt started to use a new novopen 3. The pt has used the new device for week (batch number not started) and their blood glucose levels have normalised. The pt has recovered completely from the event. Technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of device it has not been possible to detect any irregularities.